Event description:
Patient has experienced inconsistent readings since algorithm upgrade with the omnipod 5 for a year and a half. The inconsistencies resulted in a hospitalization for five days. One morning, she woke up feeling terrible and could not stand up on her own. She called 911 and was rushed to the hospital. Patient's thyroid hormones were raised and blood sugar levels were erratic. Patient contacted manufacturer and states they are having a terrible customer service experience. States that the manufacturer is unprofessional, incompetent, and would like them to discontinue the sale of the device as it almost killed her.